Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: h3, h6: part: 292.623-15. Lot: 9893p61. Manufacturing site: balsthal. Release to warehouse: 16-april-2024. A device history record (DHR) evaluation was performed for the finished device article 292.623-15 lot 9893p61, and no non-conformances were identified. The product was not returned to depuy synthes, however photos were received for review. The photo investigation revealed that guidewire ø1.1 l150 sst]. The provided evidence was not sufficient to confirm the reported event of unable to assemble/disassemble. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the guidewire ø1.1 l150 sst would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024. The guide needle 1.1l150 became trapped in the cannulated bit 2/1.15 l150/48 3 edges. There was no delay in the procedure; surgery ended with success. This report is for a 1.1mm non-threaded guide wire 150mm.